Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the minute ventilation (mv) signal in this cardiac resynchronization therapy pacemaker (crt-p) was suspended due to oversensing of external noise on the right ventricular (rv) channel. A lead safety switch due to a low out of range pacing impedance measurement was also observed on the rv channel. No changes were made and the crt-p remains in service. No adverse patient effects were reported.